Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes was difficult/unable to pierce through stopper. The following information was provided by the initial reporter: during use, the customer found the tube stop had size deviation issue." When the rubber plug was inserted into the blood collection needle, it was found that the blood collection needle could not penetrate the blood collection tube rubber plug, which caused the patient to be extremely dissatisfied."

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
T was reported during use the bd vacutainer® sst¿ blood collection tubes was difficult/unable to pierce through stopper. The following information was provided by the initial reporter: during use, the customer found the tube stop had size deviation issue." When the rubber plug was inserted into the blood collection needle, it was found that the blood collection needle could not penetrate the blood collection tube rubber plug, which caused the patient to be extremely dissatisfied."